Event description:
This x-ray system, during a procedure was unable to produce fluoro or an exposure. The pt was not injured.

Manufacturer narrative:
Eval method, results and conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.